Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 426 mg/dl and 407 mg/dl. Customer also stated blood at site. Customer reports that they did not receive medical treatment as a result of the site issue. Customer declined to troubleshot for high blood glucose value also for no delivery issue. Customer was treated with insulin pump the insulin pump will not be returned for analysis.